Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had an auto-fill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e2, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes), h11. A getinge field service engineer (fse) onsite left unit to run several minutes and was able to successfully complete multiple autofills with no failures. Successfully completed a all manifolds test with no failures. Unit returned to customer. No parts to be returned.

Event description:
It was reported by customer before use that cardiosave intra-aortic balloon pump (iabp) had an auto-fill failure. There was no patient involvement.